Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was 138 to 223 mg/dl, and the patient was treated with the pump and manual injection. The patient replaced the infusion set and resumed insulin successfully. No further information available.